Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive motion, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of instrument snake wrist broken cable to be related to the customer reported complaint. The instrument was found to have a broken snake wrist cable at the distal end. The broken snake wrist cable most likely caused the stapler instrument to motion unintuitively (moved precisely and proportionally to the master, start and stopped with master motion, just moved in the wrong direction). Th root cause of instrument snake wrist cable broken is typically attributed to a component failure. Additional observation related to the customer reported complaint was also identified: the sureform 45 stapler instrument was found to have engagement failure based on log review but was not replicated on the in-house system. A review of log shows 1 engagement error codes 22020, indicating roll axis hardstop check failed. The logs also showed 4 engagement error codes 22020 wrist pitch axis failed to engage. The instrument was placed and drive on an in-house system. The instrument failed the recognition and engagement tests 3 out of 3 attempts. The root cause is due to main bushing binding. The instrument was found to have main bushing binding, likely causing the engagement failure. The roll gear and the main bushing was found to have high friction and was unable to rotate properly. Investigation had identified the roll bushing is out of specification (internal diameter too small) that is like causing increased roll friction. The root cause is attributed to manufacturing. This complaint is reportable malfunction due to the following conclusion: it was alleged that the stapler instrument moved in the opposite direction of commanded motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the sureform 45 stapler instrument tip was not moving in the direction it needed to. It was moving in the opposite direction of what the surgeon was trying to do. Another device was opened and worked properly. The procedure was completed as planned with no reported injury.